Event description:
It was reported that during coronary drug eluting stenting treatment procedure, difficulty removing the delivery device from the guide wire was encountered. The physician predilated the lesion and successfully deployed a taxus express2 8.8% 2.5 x 20 mm drug eluting stent. After deployment during withdrawal, the stent delivery device became stuck on the guide wire. The physician pulled the stent delivery device and guide wire out as a unit. There were no pt complications.